Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the stent cover appeared frayed along the distal flanges and there were gaps that was not fully covered on tip and end of the stent. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event.